Manufacturer narrative:
An investigation is in progress. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted hysterectomy - benign surgical procedure, while using monopolar energy, the instrument arced at the junction of the fenestrated bipolar forceps instrument and ceramic housing. It was noticed and the instrument was immediately replaced. The arc left a burn on the housing of the instrument. The issue occurred when the monopolar curved scissors (mcs) was activated at 3. The mcs tip came into contact with bipolar at junction on the ceramic housing. No other issues were noticed. The procedure was completed with no reported injury.